Manufacturer narrative:
Submit date: 2/7/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states that the catheter is also coming out when the doctor is pulling out the guide wire.

Manufacturer narrative:
Submit date: 03/15/2017. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One video was provided by the customer. Visual evaluation of nine photos according to video was performed; the 1 and 2 picture showed the insertion and placement the one catheter in to a patient. In the 3 and 4 images it can been see that one doctor manipulates part of the shaft and tip of catheter; for that the other doctor can extract the guide wire of inside the catheter, in the 5, 6, 7 and 8 photos it was observed that the guide wire cannot be extract and the guide wire with the catheter are removed, in these pictures shows that the guide wire was kinked and cannot be removed of the catheter. Guide wire is cover by a plastic component dispenser which has the purpose of assuring the integrity of the stainless steel. This component has defined characteristics as part of its design which makes it flexible for gentle manipulation during use the guide wire was observed kinked in the last five photos and which it implies that the wire was introduce and was heavily manipulated. During packing operations, the trained manufacturing operators must ensure that the tray is appropriately oriented for automatic vision inspection and these are placed according to the applicable formula sheet. If a defective component is identified it must be rejected. The defect has been confirmed, photos according to video provided for analysis and investigation. There is no evidence to link this failure with manufacturing activities. Based on the available information the most possible cause for this issue is related to an inappropriate manipulation by the user like excessive force or a wrong technique applied at the moment of the insertion. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.